Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.5/+3.0/89 diopter in to the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to excessive vault. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: the patient' post-op uncorrected visual acuity is 20/20. Work order search: no similar complaints were reported for units within the same lot. Corrected information: "user facility" to "distributor". (B)(4).